Manufacturer narrative:
Unfortunately, the explanted device was not returned to edwards for analysis; therefore, the source of the reported calcification could not be assessed. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Although the root cause of this event cannot be confirmed, it appears that the insufficiency and stenosis were likely caused by the calcification and perforated leaflet. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. The perforated/torn leaflet was likely also a result of the degenerated valve. No further actions are possible with the available information.

Event description:
It was reported that the device was explanted after an implant duration of approximately 12 years, 3 months due to severe prosthetic aortic valve insufficiency and moderate aortic stenosis. The surgeon also noted calcification and a perforated/torn leaflet. Per the op report, "the patient was placed on peripheral bypass and sternotomy was performed without difficulties and the aortic valve was [degenerated] with a non coronary cusp destroyed and unhinged. The other 2 cusps were also fibrotic and not opposing, valve was able to accept a 23 without difficulty." Patient was discharged on pod #6.